Event description:
The customer reported that the system image quality was degraded to the point where the system was unusable. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The video controller board was replaced during the service call. The system was tested and found to be working as intended and put back into service.